Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with false pause episodes due to undersensing. Review of egm also showed noise and artifacts that were consistent with device movement in the pocket. No intervention was performed. The patient's condition was satisfactory before and after the event and no symptoms were reported. The patient would continue to be monitored.